Event description:
It was reported and learned through medical records that a patient with a 21mm 2800tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 7 months due to stenosis. The patient presented with heart failure, doe, and ble edema. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was discharged pod #2. Per medical records, the patient presented with heart failure characterized by worsening sob, doe, central chest pressure, and slowly worsening swelling in both legs. Echo ((B)(6) 2023) revealed a normally functioning 21mm edwards valve with mild intravalvular regurgitation. The patient was discharged pod #2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, h6 (health effect - clinical code). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 2800tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 7 months due to stenosis. The procedure was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including chronic kidney disease and diabetes mellitus. The subject device is not available for evaluation as it remains in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).